Manufacturer narrative:
One cadd solis vip pump was retuned for analysis. The reported error of 46876 was not found in the history log. Power up and functional testing were performed to test the device. Error code " 46876" was not duplicated at power up and during functional test.

Event description:
Information was received indicating that a smiths medical pump was presenting with error 46876. There was no adverse events reported.